Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery there was an undefined issue with the device. No failure description was provided per complaint reporter there was no harm for patient, operator or third party. No further information received. ***update 11-jun-2026 it was further reported that during a revision ligamentoplasty surgery on the (B)(6) the devices did not break but were crushed, and the screw head became flattened. No device fragments remained inside the patient. This occurred during placement of the interference screw in the tibial tunnel. This was a revision procedure, and the bone was particularly hard. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. ***update 12-jun-2026 a user report was provided that states that the screws broke during insertion.